Event description:
Hosp advised that both channels were infusing: channel a at a rate of 15 ml/hr and channel b at a rate of 90ml/hr. The pump alarmed, stopped infusing, and the display froze. The initial error displayed error codes 19, 43 and 38. The pt was also attached to a ventilator. The pt's blood pressure dropped and the users started to bag the pt, believing the ventilator was causing the problem. There was no pt consequence.